Event description:
It was reported the patient¿s battery was dead because the patient had trouble charging since their revision surgery. An overdischarge was suspected. The patient¿s stimulator had moved out of the pocket again. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3550-39, lot# n257038, implanted: (B)(6) 2010, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Additional information received reported that the manufacturer representative met with the patient (B)(6) 2014. However, there was no other information provided. No outcome was reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the manufacturer representative met with the patient and the battery was not holding a charge as long as it had prior to the overdischarge. However, it was over half-full when the manufacturer representative met with the patient and she was receiving good stimulation. The manufacturer representative did not know anything about the battery coming out of the pocket.

Event description:
Additional information received reported that there was a confirmed first overdischarge. The patient did not recharger for several months due to personal issues. The error code that accompanied the power on reset (por) was not specified but it was successfully cleared. It was noted por ¿rs¿ 2014-10-09. A physician mode recharge (pmr) successfully reset the device. There was no action required as a result of this event. The event occurred during normal use. There were no patient symptoms or complications associated with this event. The patient¿s status at the time of this report was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).